Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, cause of failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing the video system center image was occasionally blacked out and the endoscopy display box kept prompting error. The issue occurred during reprocessing, the patient was not under anesthesia and there was no delay. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable evaluation finding identified in b5, the following non-reportable malfunctions were found upon device evaluation: the front panel had liquid intrusion, the image became noisy when shaking the connector, the cord holder was missing, and the general shield was rusty and corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.